Event description:
It was reported that the stimulator occasionally cuts out/stops working spontaneously, and this causes a lot of pain, which then arises and becomes very intense. When the stimulator is on, the patient is very satisfied with it. When turned on it scores a 3/10, but without it is a 6/10. On (B)(6) 2024, an impedance check was ran which was ok, there were no problems seen on the logs, and adaptive stim was noted to be on. There were no actions taken in order to resolve the event, and the outcome was noted to be unresolved with no further action planned. Etiology noted a causal relationship between the event and the device/therapy, and no relationship between the event and the implant procedure. No further event information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.